Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported on (B)(6) the patient had an appointment for low back pain. The hcp noted the patient history of present illness was low back pain with associated increased pain in left calf with muscle spasms and cramping. The hcp stated there was continuous pain that was sharp, throbbing, and aching in nature. It was noted there was numbness and tingling in the patient¿s bilateral lower extremity. The pain was aggravated with excessive movement and was relieved with resting and medication. The patient reported they had trouble with his stimulation cord stimulation and he only had one year of battery life left and the battery needed to be replaced. It was noted on (B)(6) the patient took gabapentin, percocet, and flexeril. It was noted on (B)(6) the patient took ibuprofen. The patient denied any side effects or complications from the medications. The patient denied any loss of bowel or bladder, new neurological symptoms, or interval weakness. The patient stated that the medication continued to be effective at reducing their pain level and allowing the patient to maintain their function and be able to continue to perform their daily activities. The patient noted the device was due for battery replacement and wasn't sure he wanted to go through the surgery again even though he believed the device had helped decrease his pain. It was noted the patient had a surgical history of laminectomy and nerve block. It was noted the patient had low back pain, arm pain, joint pain, leg pain, arthritis, and hip pain. The patient noted their pain scale was at an 8. It was noted the device was in the right lower spine. The patient¿s range of motion was limited due to pain. It was noted the treatment for the patient was refill percocet tablet, refill ibuprofen, refill cyclobenzaprine, and continue gabapentin. It was noted the device was scanned and practitioner analysis of rate, pulse amplitude and duration, configuration of wave form, battery status, electrode selectability, output modulation, cycling impedance, and patient compliance measurements. The battery life was adequate. It was noted the hcp discussed referrals for aquatic therapy and physical therapy and the patient declined at the time of the appointment. The hcp noted they discussed revision options for the device with the patient and family member. The patient was hesitant to have any surgical procedure because he did not like the recovery that was needed. The patient was contemplating removing the device even though the device worked well for him because he did not want to need surgical procedure to replace the battery every 10 years. The hcp encouraged use of heat and cold therapy application for additional pain relief and there was no surgical consults needed at the time of the appointment. The medications were refilled with no change and medication management and medication education were provided. The hcp noted they would re-evaluate the patient¿s overall condition and more forward as appropriate. The patient was encouraged to increase their water consumption, eat more fruits, vegetable, bran and fiber. The patient had not had any falls in the past year. There were no further complications that have been reported as a result of this event.